Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to reach out again if the issue returns, and they acknowledged the instructions.